Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information but not received.

Event description:
It was reported the patient's system was autoreducing. X-ray revealed lead fracture. The issue had resolved by itself with no intervention.